Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, deformation device, observed split in patch area, it is out of specification per qa 199.04 rev 8.0 and creases fold. Cloudy in the gel observed after autoclave cycle based on the device analysis the final assessment is: split in patch area due to a workmanship.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Healthcare professional reported right side capsular contracture baker grade iii. The device has been explanted.